Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer reports that an ICU patient experienced pneumothorax after the installation of a kangaroo feeding tube with lested distal dobbhoff tip.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. However, displacement of the enteral feeding tubes can cause pneumothorax. Due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The product met the corresponding quality acceptance criteria. The production personnel were notified about the reported issue. Based on the information, a corrective action from production perspective is not deemed necessary at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 04/03/2015.an investigation is currently underway, upon completion, the results will be forwarded.